Event description:
The surgeon implanted a silicone lens but the haptic was damaged upon insertion. The incision was enlarged to remove the lens. The surgeon doesn't believe that enlarging the incision represnts an injury to the pt and doesn't wish to provide additional info.